Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom. Review of the event history log confirmed the reported symptom. Further inspection of the device found a dislodged component of the I/o printed circuit board, which is a known contributor to system error 105 alarms. The I/o printed circuit board was replaced.

Event description:
It was reported that a pump alarms system error 105. It was also reported that there was no pt injury.